Manufacturer narrative:
Trend analysis conducted and no adverse trends observed. Device history review could not be conducted due to lack of lot number information. Sample not returned so sample evaluation not possible. Root cause of reported irritation under the ostomy barrier ring cannot be determined. Only the di information of the UDI is known due to lack of lot number information.

Event description:
It was reported that an end user using the hollister ceraplus slim fit barrier ring experienced irritated skin and the nurse had to use nystatin. It was further reported that the ring was applied after the operation and thinks they used the ring twice and no longer using the product.